Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per tr4418. The blood lab was not able to test the device due to the o2 leaking from the gas cap void. With the o2 venting through the void and not through the fibers the performance would be poor. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the fusion oxygenator, during a procedure involving cardiopulmonary bypass (cpb), there was difficulty in reducing the patient's pco2 levels, which typically ranged from 50-65. Despite adjustments to the sweep, the levels could not be reduced. The function of the medical air/oxygen was confirmed to be working. The patient was on a carbonic anhydrase inhibitor, which may have contributed to the issue, but there was a desire to rule out any problems with the oxygenator. The use of the device was continued to complete the case. There was no adverse patient effect associated with this event medtronic received additional information that there was no damage noted on the device.